Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Retain product was evaluated and found to be within specification. A DHR review was conducted with no discrepancies noted.

Event description:
It was reported that a patient experienced a reaction after using dycal during a dental procedure.